Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain. On (B)(6) 2019 it was reported that the pump had flipped. There were no reported environmental, external or patient factors that may have led or contributed to the issue, diagnostics and troubleshooting performed or actions and interventions taken to resolve the issue. It was noted that surgical intervention did not occur but was planned and not yet scheduled. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.